Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer declined interest in an out-of-warranty loaner pump but expressed interest in the renewal process. Technical support created a task for the renewals team and requested the customer to send insurance card pictures.